Event description:
A report was received that the patient was experiencing pain at the ipg site and became stronger when charging. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing pain at the ipg site and became stronger when charging. Database analysis showed a reset value within a normal range. The impedance measurements revealed high values on port cd 2 contacts. It was also reported that the patients pocket pain was due to the ipg being too shallow on skin and too close to spinous process. No device malfunction was suspected. The patient will undergo a revision procedure. Additional information was received that the patient underwent explant procedure and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site and became stronger when charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients pocket pain was due to the ipg being too shallow on skin and too close to spinous process.

Event description:
A report was received that the patient was experiencing pain at the ipg site and became stronger when charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing burning at the ipg site. No device malfunction was suspected. Database analysis showed a reset value within a normal range. The impedance measurements revealed high values on port cd (2 contacts).

Event description:
A report was received that the patient was experiencing pain at the ipg site and became stronger when charging. The patient will undergo a revision procedure.